Event description:
The healthcare professional via the manufacturer representative reported that blood and fluid was found in the header block, and the surgeon requested it to be sent back. It was stated the battery was replaced due to depletion. It was noted that the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.